Event description:
The customer reported, the monitors do not turn on. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep insulated the tunnel over-current then controlled and check the voltage on cart. The rep replaced three voltages. The system operates as intended.